Manufacturer narrative:
Investigation/conclusion: the customer did not provide a laboratory reference value for comparison. The accuracy of the customer's results could not be determined without additional information. It is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 376877a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer was identified as having an unspecified bacterial infection. This condition may impact the performance of the assay. A root cause could not be determined from the information provided by the customer based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The caller (end user) reported an unexpected high inratio inr. On (B)(6) 2016, the inratio inr result was 3.8. The caller's therapeutic range was 3.0 - 3.5. On (B)(6) 2016, the caller received an unexpected high inratio inr result of >7.5. The caller reported that he was started on doxycycline, an antibiotic a week prior to the unexpected result, for an unspecified bacterial infection. There was no reported adverse patient sequela no additional information provided.